Manufacturer narrative:
Additional information: lot number and UDI number, method, results, and conclusions - the returned closure top was examined. The device did not display any abnormal markings, however, the associated x-rays confirmed that the closure top had backed out post-op. The cause of this event can likely be attributed to the patient's pseudoarthrosis as the construct is not intended for permanent stability and therefore will eventually fail if fusion does not occur. In this case, the pseudoarthrosis was likely caused by the patient being a smoker which can negatively affect a patient's ability to fuse. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a revision surgery was performed to address two closure tops that backed out post-operatively. The closure tops were removed and replaced with alternative closure tops during the procedure. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00269.

Event description:
It was reported that a revision surgery was performed to address two closure tops that backed out post-operatively. The closure tops were removed and replaced with alternative closure tops during the procedure. This is report two of two for this event.